Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that she traveled and came home and realized symptoms returned. Patient further stated that they went through airport security twice which was a full body scanner and is concerned this did something to her therapy. Patient said she did make a change to her settings last night and switched from p3 to p4 and from 4.3v to 4.4v and could feel it in their knees and so ended up turning it down. During the call it was determine that the patient was on program 4 at 4.5v and confirmed that the stimulation was on. Patient decided on the call she would go back to p3 and try to continue to increase stimulation. Patient also stated that they were wet all the time. Patient was redirected to their healthcare professional. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stating that the symptoms disappeared after 3-4 days. They recalibrated that device. May have been turned off during airport check. It is back to normal.